Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Examination of the valve determined that biological debris within the device likely caused the difficulty experienced by the customer. This biological debris was dislodged during flow testing of the returned valve. After dislodging, the valve passed the programming and pressure tests. It was also noted that the silicone house was cut with what appears to be scalpel marks. It is not possible to determine if this occurred during the implant or ex-plant of the device. Review of the device history record confirmed the valve met specifications when released to stock. Trends will be monitored for this and similar complaints. At this time, the complaint is considered to be closed.

Event description:
Affiliate reported that the device was revised as it stopped functioning after implantation.